Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported " capsular contracture baker grade ii and implant removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "rupture" confirmed by MRI. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and rupture. Device remains implanted.

Event description:
Healthcare professional reported " capsular contracture baker grade ii and implant removal from textured to smooth due to the concerns of the product". Healthcare professional later reported "rupture" confirmed by MRI. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.